Manufacturer narrative:
The reported failure of ventilator inoperative error associated with flow sensor fluctuation deviating from specification is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received a report indicating that a patient, who was able to breathe spontaneously, placed the trilogy evo ventilator into standby mode after disconnecting the patient circuit to go to the bathroom. At that time, the device screen reportedly turned red, and a "ventilator inoperative" alarm sounded. The event was reported to the call center and subsequently communicated to the sales representative. The sales representative visited the patient¿s home and replaced the device with another device of the same model. Upon powering on the returned device, the representative observed a red screen accompanied by a "ventilator inoperative" alarm. The device was returned to the manufacturer for evaluation. During operational testing, the reported issue was reproduced. Review of the device error log identified a ¿ventilator inoperative¿ error associated with flow sensor fluctuation deviating from specification. Corrective restoration was performed, after which the error no longer occurred. It is considered that the drift of the flow sensor was detected due to some impact after standby, which resulted in occurrence of the issue. As a precautionary measure to prevent recurrence, the flow sensor was replaced. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.